Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels ranging from 255-326mg/dl. The customer also had ketones ranging from moderate to large not considered to be dangerous. The customer went to urgent care center due to believing they were experiencing diabetic ketoacidosis. While at the urgent care center the customer had blood work and urinalysis test performed but no treatment was received. The customer address their bg levels by delivering correction boluses, administering manual injections and increasing their temporary rates with the pump. The customer was dealing with an unspecified illness during these high bg levels. The customer alleged that there was an issue with the pump due to their bg levels decreasing with a manual injection and not with the pump. System check with tandem technical support (cts) indicated pump was performing as intended. The customer declined to remove the infusion set site. During the call with cts, the customer's bg level decreased to 180mg/dl. Recommendation was made to consult with health care provider to discuss diabetes management.

Manufacturer narrative:
(B)(4).